Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped maintaining her ipg as recommended. In turn, her ipg has been unable to communicate with the charging system due to it being inoperable. An sjm representative met with the patient and confirmed the allegation. As a result, the patient will undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.